Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated it was determined the patient was taking too many norco pills [causing their symptoms]. The doctor reported the pump was interrogated, and the pump was fine. No further complications have been reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. It was reported the patient has had several episodes of "passing out" and responded to narcan. The hcp was suspecting the pump was delivering too much medication and the hcp wanted a representative to confirm the pump status. The hcp did not have the managing hcp's information and they did not know when the patient was last seen by their managing pump hcp. Prior to the patient's current hospital visit the patient had three episodes on wednesday (B)(6) 2019) and six episodes in the last year of "passing out." The hcp reported the current issue could also be heart related, as the patient had cardiac workups in the past, but the hcp stated at the time of the report (B)(6) 2019) the cardiology department stated they did not believe the patient's symptoms were heart related. It was reported the patient would refuse care intermittently. The hcp was transferred to the answering service to have a representative paged. No further complications have been reported or anticipated.